Event description:
It was reported that during a procedure, the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to insulation damage. During the procedure, the physician reported the lead feeling different than usual, upon inspection it was noted that the lead insulation had been damaged. The rv lead was removed and replaced successfully with a new lead. No additional adverse patient effects were reported. The lead is expected to return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted cuts in the outer insulation approximately 160-200mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The reported clinical observation is likely the result of the induced lead damage observed by the laboratory.

Event description:
It was reported that during a procedure, the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to insulation damage. During the procedure, the physician reported the lead feeling different than usual, upon inspection it was noted that the lead insulation had been damaged. The rv lead was removed and replaced successfully with a new lead. No additional adverse patient effects were reported. The lead is expected to return.